Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported weakly positive respectively false negative reactions of three blood donors with seraclone anti-s during a period of six weeks. The customer has sent us two of three affected donor samples but not the allegedly defective product. Therefore the donor samples were tested with the retained sample of seraclone anti-s. The samples reacted negatively. The samples were also tested with a monoclonal anti-s reagent of a competitor and also showed a negative reaction. Furthermore the samples were tested with two different polyclonal reagents and reacted positively. Due to this discrepant test results we requested further samples from this customer, suited to be typed molecularly for the s antigen in an external laboratory. It was not possible to receive samples that were suited for molecular typing of the s antigen. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. As mentioned in our initial report, there were three days of event: (B)(6) 2011(sample #1), (B)(6) 2011 (sample #2), (B)(6) 2011 (sample #3). We became aware in (B)(6) that each date of event requires its own medical device report. We observe this rule strictly since we became aware of it and filed extra reports for each day of event. The initial report for this specific case was filed in (B)(6) and thus involved all three date of events. To match the initial report, this final report was filled out accordingly and thus relates to three different days of event..

Event description:
On (B)(6) 2011 (sample #1), (B)(6) 2011 (sample #2), (B)(6) 2011 (sample #3). The customer reported weak positive respectively false negative reactions of three blood donors with seraclone anti-s during a period of six weeks. The customer has sent us two of three affected donor samples but not a sample of the allegedly defective lot. Therefore the donor samples were tested with our retention sample of seraclone anti-s. The samples reacted negatively. The samples were also re-tested with monoclonal anti-s reagent of a competitor and reacted also negatively. Furthermore the samples were tested with two different polyclonal reagents and reacted positively. Due to this discrepant test results we requested further samples from the customer which are suited to be molecularly type for the s antigen in an external laboratory. We are still waiting for the samples and the external results.